Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 24, 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: replace for new implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient was getting replacement surgery to increase the size of her implants and the right implant was discovered to be ruptured during this surgery. The devices were replaced with non-mentor implants.